Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. The 3.75x12 mm nc trek balloon dilatation catheter (bdc) ruptured during the first inflation at 14 atmospheres. A 3.75x15 mm nc trek bdc was inflated three times to 12 atmospheres; the balloon only partially deflated. The bdc was removed partially deflated. A non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. H6: medical device problem code 2017 clarifier: incorrect removal.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported break was confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported by the account that the balloon was removed inflated. It should be noted the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU), states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is likely that the IFU violation contributed to the reported difficulty removing the device and break. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported deflation issue could not be determined; however, the reported difficulty removing the device and break appear to be related to user error/operational context. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported deflation issue could not be determined. Additionally, it is likely that the reported deflation issue contributed to the resistance met during removal since the balloon would not fully deflate and subsequently resulted in the reported break in the shaft. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated g2 - other report source added/updated to national medical products administration

Event description:
Subsequent to the initially filed report the account stated the 3.75x15 mm nc trek bdc inner member was separated but remained inside the outer member. It occurred upon removal from the anatomy and there was resistance from an unknown source. The balloon was removed independently. The 3.75x12 mm nc trek bdc was leaking from the shaft rather than ruptured. No additional information was provided.